Event description:
During an atrial fibrillation procedure, a communication issue occurred causing a delay. The system lost connection to the amplifier, the amplifier led glowed red and an error message was noted stating: "data module error.". The system was rebooted four times and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.